Event description:
Healthcare professional reported "infection...pain and discomfort", "in infection cases, it is highly possible that poor blood flow in the flap led to the infection", and "worried about the bia-alcl" against unknown side device. Device has been explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "infection".